Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the shock delivery using internal paddles was not possible. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Additional information about duplicate update: this case is found duplicate of pr 4871855 as per further investigation. Thus please refer to emdr report(MFR report number: 3030677-2024-02150) for further details. Become aware date is also updated to june 18, 2024 to match pr 4871855. Correction: health impact code grid is also corrected since it is incorrect in initial emdr.